Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii video system center was not producing an image on the monitor during procedure preparation. According to the initial reporter, the subject device had been functioning fine in other cases up until this point. After several trouble-shooting options and calling olympus technical assistance center (tac) personnel tac, instructions were provided on how to replace the light bulb in the processor. Reportedly, once replaced, the scope image was back without issue. There was no patient harm as the patient was still awake during the troubleshooting and didn't go under until after the unit was functional again.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.